Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) punctured with no calcification. A 7f terumo sheath was used during the procedure. Seven days later, an ultrasound revealed a pseudoaneurysm. Tennis-ball sized swelling and a hematoma were also noted at the puncture site. The pseudoaneurysm was compressed with ultrasound guided compression. The pt also received a blood transfusion. The pt has stayed in the hospital since the pci and angio-seal deployment. No additional info was available.